Manufacturer narrative:
Problem of carrier would not retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal hysterectomy posterior repair cystoscopy procedure performed on (B)(6) 2016. According to the complainant, during preparation, the physician test fired the device. However, when the capio carrier entered the cage, it failed to retract. A new capio slim was opened and it worked fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed the capio device has the cage damaged. The capio device was actuated three times and the needle entered in the slot, however the carrier remained stuck inside the cage, due to this condition it does not retract. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal hysterectomy posterior repair cystoscopy procedure performed on (B)(6) 2016. According to the complainant, during preparation, the physician test fired the device. However, when the capio carrier entered the cage, it failed to retract. A new capio slim was opened and it worked fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.